Event description:
A valiant captivia was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm approximately three years ago. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that during a follow up visit a CT revealed a type iii (fabric) leak in the mid portion of the graft. An angio was performed and a hole of about 5mm was identified. The physician performed an intervention and the endoleak was resolved. No clinical sequelae were reported and the patient is doing fine. A review of returned films post-implant showed multiple stent grafts (including another manufacturer¿s device) implanted from the ascending thoracic down to the proximal abdominal aorta. The visceral vessels were bypassed, and a stent graft was also visible in the left iliac. The stent grafts appeared relatively straight within the descending thoracic. Near the lower portion of the thoracic aorta, a focal area of contrast was seen coming from the posterior of the stent graft, which appeared to be a type iii fabric endoleak. At this location the od of the stent graft was 35x40mm, and the thoracic aorta measured approximately 4.5x5.0cm. No other stent graft issues were seen. Angio images confirmed a likely type iii fabric endoleak coming from the valiant stent graft. The endoleak location was several stents below the overlapping valiant devices, and above the other manufacturer¿s device. The fabric hole location was near the apex of one of the stents; however, there was no stent overlapping or angulation seen in this location. The cause of the fabric hole is uncertain, but may be due to abrasion from the underlying stent.

Manufacturer narrative:
(B)(4). Evaluation method: films. Evaluation results: endoleak; implanting in the ascending thoracic; cause of endoleak is unknown. Evaluation conclusion: implanting in the ascending thoracic; cause of endoleak is unknown.

Manufacturer narrative:
Additional information received reported that the patient had a composite stent graft implanted and the whole aorta was reportedly d issected. The patient reportedly had 3 x valiant stent grafts implanted in the thoracic aorta.it was reported that the patient had a non mdt custom graft implanted. It was reported that the patient had 2 x endurant limb extensions implanted to treat a 6cm pseudoaneurysm. It has also been reported that during the intervention carried out a non mdt thoracic stent graft was implanted in the patient. It was reported that the type iii endoleak was treated with non-medtronictaa stent grafts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported type iii fabric) leak could not be determined from the films provided. Films prior to implant and earlier post-implant films were not available for review, and the angiogram which revealed the reported ~5mm diameter hole and the jan ¿2014 intervention were also not available. CT¿s returned from 92 months ((B)(6), 2017) revealed that multiple stent grafts (from multiple manufacturer¿s) had been implanted in the patients thoracic and abdominal aorta. Three (3) valiant stent grafts were seen implanted from the ascending thoracic, extending across the arch and into the descending thoracic. One or more other mfg¿s devices were seen extending distally from the valiant and into the abdominal aorta, covering the bypassed renal arteries and visceral vessels. There appeared to be adequate component overlap across each of the implanted devices. In addition, 1 or 2 endurant limbs were seen having been implanted within the left iliac artery. The maximum diameter taa, located near the top of the arch, measured ~55mm. An small contained area of contrast was seen within the taa, along the outer curvature of the proximally placed valiant near a stent graft junction, indicating a potential endoleak. No clear endoleak was observed, the stent grafts were patent, and no obvious valiant or endurant device issues were seen. Ten (10) still angiograms during in intervention 1-month later ((B)(6), 2018) were returned. An image prior the intervention, without contrast, showed no clear stent graft issues. Two (2) images during contrast injection from near the aortic valve showed possible contrast extravasation from near the top of the arch, located on the outer curvature of the valiant proximal device just above the junction with the mid-placed valiant, indicating a potential type iii fabric endoleak. The next several images revealed that the entire length of the implanted devices, from the ascending thoracic to the abdominal aorta, appeared to have been relined with other manufacture¿s devices. A final angiograms revealed that the previously seen contrast near the top of the arch appeared to have resolved. It is possible that the contrast seen from the arch may have been from a type iii fabric endoleak. Lack of cine¿s and additional films showing the reported stent graft hole were not available; therefore, a complete assessment of the reported endoleak could not be performed. It is possible that stent abrasion from the overlapping devices near the junction, in conjunction with stent graft angulation along the arch, may have contributed to fabric erosion and a type iii fabric endoleak. E: updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.